Manufacturer narrative:
(B) (4) zipper broken. Evaluation of the returned product shows that the canopy's large window a has a 4 inch tear in netting. (B) (4).

Event description:
The customer reported that the canopy has broken zippers, torn netting and the mattress compartment is torn.